Event description:
Two falsely elevated carbon dioxide (co2_c) test results were obtained for two patient samples from an atellica ch 930 analyzer. The initial test results were not released to the physician(s). The same samples were repeated on the same analyzer. The repeat test results were lower and reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that two falsely elevated carbon dioxide (co2_c) test results were obtained for two patient samples from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse ran service methods testing and failed the sample mixing (smix) test. The cse rebuilt the smix mechanism. The cse replaced the dilution cuvettes and probe 1 of the dilution washer. The cse replaced the sample arm probe and realigned the probe arm, the dilution ring and the reagent mixer. Quality control materials were run with acceptable results. The cause of the falsely elevated carbon dioxide (co2_c) test results is unknown.the analyzer is performing within specifications.no further evaluation of this analyzer is needed. MDR 2432235-2022-00093 and 2432235-2022-00094 were filed for the same event.